Manufacturer narrative:
Serial numbers: (B)(4). For 4 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 unit, the vent engine was replaced to resolve the issue, for 1 unit the drive gas check valve was replaced, for 1 unit the adjustable pressure limit valve was replaced to resolve the issue. For 1 unit, the preventive maintenance procedure was performed to resolve the reported issue.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced increase in pressure. 1 event reported for over delivering pressure during patient use, 1 event reported for malfunction resulting in excessive patient airway pressure, 1 event reported for a malfunction resulting in high positive end expiratory pressure, and 1 unit did not release the positive end expiratory pressure resulting in over delivery and sustained airway pressure. These reports were received from various sources. Of the 4 events, 2 did not involve a patient, and 2 did involve a patient. There was no patient information available.